Event description:
The caster allegedly broke, causing the consumer to fall and be injured. Details and extent of injury are not known at this time.

Manufacturer narrative:
On 07/28/2009, manufacturers consumer affairs received information of an alleged serious injury. The caster broke and user allegedly fell out of their chair. The chair was received and inspected. The chari was in good condition with exception of a left fork stem bolt broken at the serrated nut. Gouge marks in the fork indicates the caster serrated nut was loose and impact caused the stem bolt to break in tension. MFR views this incident as a user abuse. MDR filed based on alleged injury.